Event description:
It was reported that during a meniscal repair, after the t1 deployed, the t2 could not deploy.

Manufacturer narrative:
A visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the insertion needle or were returned for examination. Reported complaint of t2 non-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.